Event description:
It was reported that during an acl reconstruction surgery, when positioning, the drill got broken inside the patient's anatomy. Back-up device was used to complete the surgery. No patient injuries or significant delay reported. Some broken pieces were removed with pliers, however, as per reporter response not all the pieces were removed.

Manufacturer narrative:
One 2.7mm drill tipped passing pin was returned for evaluation. Visual assessment of the device confirmed the reported breakage. Approximately, 750 inches of the distal end (drill tip) of the passing pin has been broken off and was not returned for examination. The passing pin is also scored along its length and shows signs of metal debridement. The condition of the device indicates that during placement or over drilling the passing pin became bent causing it to come in contact with the drill guide or drill resulting in the observed damage and breakage. Drilling with or over a bent passing pin would require the use of excessive force. Per the device instructions for use under precautions ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. The impact to the patient is the retained non-implantable fragment of the externally communicating device, possible local irritation and/or discomfort, and additional radiological imaging/exposure cannot be completely ruled out.